Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient complained about infusion set fell off during use. Patient blood glucose at the time of issue was 140 mg/dl. Infusion sets was in use for one and a half day . Patient replaced infusion sets and resumed insulin successfully. No further information available.